Manufacturer narrative:
It was reported that the pump was not implanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt presented with complaints of low flow alarms. The low flow alarms occurred on both battery and ac power. There were corresponding speed drops and power spikes associated with the alarms. There were also pump stops. The pt was hospitalized and was under eval for driveline fracture vs thrombus, but leaning toward driveline fracture when the pump stopped and was unable to be re-started despite efforts. The pt had an oversewn aortic valve. The hosp exchanged power sources and system controllers, and attempted stabilization of driveline externally, but the pt became quickly unresponsive and did not survive the attempt to revive him and he expired on (B)(6) 2014.